Event description:
It was reported tht when the device was used during a thorascopy/thoractomy, the cartridge popped out. The device was never used on tissue. Another device was used to complete the case with no consequence to patient.